Manufacturer narrative:
The na electrode lot number and expiration date were not provided. Qc and multiple calibrations were performed on the day of the event and they were all acceptable with no noted alarms. The alarm trace contained multiple voltage level errors on the day of the event. The field service engineer flushed the ise flow path. He also installed new electrodes, a new vacuum nozzle, and a sample slider. The fse performed calibration and qc and they were acceptable. Precision studies were performed and they were within specifications. The service actions (flushing the ise flow path and installing new electrodes, a new vacuum nozzle, and a sample slider) resolved the issue. No further issues were reported afterward.

Event description:
We received an allegation of questionable ise results for 5 patients' plasma samples tested on a cobas 8000 cobas ise module (ise-2 line 2) when compared to a different cobas 8000 cobas ise module (line 1). Results for the sodium (na) test were affected. Sample 1 (patient 1): initial result: 129 mmol/l. Repeat result: 135 mmol/l (tested on another analyzer). Sample 2 (patient 2): initial result: 129 mmol/l. Repeat result: 135 mmol/l (tested on another analyzer). Sample 3 (patient 3): initial result: 128 mmol/l. Repeat result: 134 mmol/l (tested on another analyzer). Sample 4 (patient 4): initial result: 132 mmol/l. Repeat result: 138 mmol/l (tested on another analyzer). Sample 5 (patient 5): initial result: 127 mmol/l. Repeat result: 133 mmol/l (tested on another analyzer). The results were reported to the emergency room (ER) and the ER physician questioned them. The samples were then repeated. The repeat results were deemed to be correct.